Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the catheter was submerged into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage and no air bubbles were present. Both extensions were tested with acceptable results. It was reported that the luer adapter was cracked. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the cannula was found to be cut. The product analysis noted evidence that the device was not used as intended. This issue may occur when contact is made with a sharp surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: inspect the catheter frequently for nicks, scrapes, cuts, etc. Which could impair performance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's red port or arterial port (luer adapter) got cracked while opening the catheter for flushing. The catheter was not repaired, there was no instrument used to loosen or tighten the device, tego was not utilized, povidone iodine and chlorhexidine were the cleaning agents used on the device and to treat the insertion site prior to product placement. The treatment was proceeded and completed. There was no blood loss and blood transfusion was not required. There was no other product being utilized with the device and there was no medical intervention done to the patient. There were no patient symptoms or complications associated with this event. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's red port or arterial port (luer adapter) got cracked while opening the catheter for flushing. The catheter was not repaired, there was no instrument used to loosen or tighten the device, tego was not utilized, providien iodine and chlorhexidine were the cleaning agent used on the device and to treat the insertion site prior to product placement. There was no patient symptoms or complications associated with this event. There was no reported patient injury.